Event description:
The customer reported that the unit starts up, but doesn't finish booting up.

Manufacturer narrative:
(B) (4). The ge service rep verified that the unit would not finish boot up. The system software is corrupt and they couldn't find the program. He reloaded the software and cal files. He tested the unit by re-booting it several times with no other issues noted.